Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced allergy to metals (seriousness criterion medically important), myalgia ("chronic muscle pain") and bone pain ("chronic bone pain"). The reporter considered allergy to metals, bone pain and myalgia to be related to essure administration. The reporter commented: chronic muscle and bone pain that she had not blamed on the implants. It was while reading an article on the subject that she became fully aware of it. Batch number not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced allergy to metals (seriousness criterion medically important), myalgia ("chronic muscle pain") and bone pain ("chronic bone pain"). The reporter considered allergy to metals, bone pain and myalgia to be related to essure administration. The reporter commented: chronic muscle and bone pain that she had not blamed on the implants. It was while reading an article on the subject that she became fully aware of it. Batch number not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.